Event description:
A therapeutic hcc was performed on a pt (age and gender unknown). During the procedure, a radio frequency ablation was performed percutaneously. Two ablations were performed taking about 7 minutes. After the completions of the ablations procedures, an approx 1.5 cm burn was noted on the pt in the puncture region. The burn area was red and blistered and diagnosed as a third degree burn. The burn was treated by the physician; the treatment procedure is unknown. The complainant reported that there was no other adverse affect on the pt as a result of the reported problem.